Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead during follow-up. No patient symptoms were reported. A revision was performed on (B)(6) 2016 where insulation damage was observed. The lead was successfully capped and replaced.